Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. However, the evaluation did find that the image was foggy before and after aeration, there was a leak from instrument channel, forceps passage problem due to bx-channel leaking, switch 4 was not working due to fluid on control body, fluid in bending section, dents on insertion tube, fluid in control body, ultrasound electrical connector had an insulation megaohm value of 1000, and there was low angulation. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus the evis eus ultrasound bronchofibervideoscope had no image and they were unable to restore it. It is unknown when the issue occurred. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the camera not working issue could not be reproduced or confirmed. Olympus will continue to monitor field performance for this device.